Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, surgeon drilled and measured for screw length as per surgical technique. Surgeon noticed screw was short when viewed on fluoroscopy when implanted. Removed screw and replaced with different screw.